Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded their cartridge with cold insulin. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level.